Event description:
Customer reported that there was an emergency room visit. Blood glucose value was 689 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. Customer stated the tubing has some air bubbles. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time; date, basal rates and bolus wizard are set up correctly. Insulin pump passed the high pressure test. It was also reported that the insulin pump had error alarms in the alarm history. It was stated that the device had an unexpected restart. Customer stated that the device was not stored for a long period of time. Customer stated that she takes steroids to treat her multiple sclerosis and that causes her blood glucose to go high. Nothing further reported.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.